Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into clinic because they had experienced a backup battery (ebb) fault during the night. The system controller was exchanged at home in a panic and that the alarm resolved. Log files were submitted for review and began capturing ebb faults on (B)(6) 2024 2:52:34 due to the ebb failing the load test. At 2:55:03 the driveline was disconnected. A warranty replacement ebb was requested.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller exchange due to backup battery fault alarms was confirmed via log file analysis. The 11v backup battery (serial number: (B)(6)) was returned for analysis, and a log file was submitted ((B)(6)) from the heartmate 3 system controller (serial number: (B)(6) ) for review that showed events spanning approximately 3 days ((B)(6) 2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 from 02:48:44 ¿ 03:08:47. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 02:55:03 for a system controller exchange. There were no other notable alarms active in the log file. The 11v backup battery was inserted into a test controller which was connected to a test power module, system monitor and mock loop. The battery was functionally tested and passed all testing without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Following testing a log file was reviewed and there were no events captured where the load test did not pass. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2023. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.